Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore tag&#59412;thoracic endoprosthesis ((B)(4)) for a thoracic aortic aneurysm repair. During the procedure, right axillary artery-left common carotid artery- left axillary artery bypass and artery-left subclavian artery coiling were performed. The patient tolerated the procedure. On (B)(6) 2010, cerebrovascular disease was revealed. Medications was conducted. The aneurysm diameter was 49 mm. On (B)(6) 2010, the patient was discharged from hospital. The aneurysm diameter was 49 mm. After that, the patient was not able to contact the medical institution for follow up. Therefore, follow-up was aborted.